Event description:
It was reported that this system with a tachy device and a lead triggered a respiratory rate trend (rrt) alert that the caller wanted to remove. The field representative was contacted for more information, but they responded no additional details were available at this time. No adverse patient effects were reported.